Event description:
While removing the endo catch from the patient with the specimen, the black ring broke while in the patient. X-ray has been ordered. Covidien, endo catch gold (auto suture). Specimen retrieval pouch. 10mm. Ref# 173050g, lot# j2e1858my. Manufacturer response for endocatch, endocatch (per site reporter) similar incident has happened before.